Event description:
It was reported by the affiliate that (2) ems were used during laparoscopic hernia repair procedure. It was reported by the affiliate that the staples will not close. Opened another device to complete the case. No pt adverse outcome.